Event description:
Comm hub update on (B)(6) 2019 patient is in stable condition.

Event description:
It was reported that patient had hemoptysis during the implant, hemoptysis occurred when physician lost wire position. The sensor was not used. Procure was aborted no other information is available.